Event description:
The customer reported that a falsely depressed sodium (na) result was obtained on a patient sample on the dimension exl 200 instrument. The initial result was not reported to the physician(s). The sample was repeated on the original instrument. The repeat result recovered higher than the initial result and matched the patient's historical result. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed sodium (na) result was obtained on a patient sample on the dimension exl 200 instrument. Quality control (qc) was acceptable on the day of the event. The customer replaced the x tubing to bring the pump rate to a value within the normal range. Siemens remotely assisted the customer and replaced the sample diluent consumable, cleaned the salt bridge bottle vent, styletted rotary valve ports and air holes, replaced rotary valve seal, and primed all the integrated multisensor technology (imt) consumables. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse worked with the customer and properly adjusted the pump pressure foot. Siemens determined that there were no issues with the reagent as qc recovered within acceptable ranges. Siemens further evaluated the event and concluded that the fluid flow issue through the x tubing, which was resolved with the actions above, potentially contributed to the falsely depressed na result. The instrument is performing according to specifications. No further evaluation of this device is required.